Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the controller wouldn't charge. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing a solid green light. Pt was unsure if the ins was charged or not. A no device found appeared when pt unlocked the controller, so pss had the pt connect the rtm to the controller and press recharge on the no device found screen. Pt stated that the three numbers on the trying to recharge screen were 89 89 90, 87 87 100, 71 79 100, 73 100 100 and then 100 100 100; pt confirmed that the rtm paddle was staying in place over the ins. Pt confirmed seeing the light flashing green above the screen. Pt initially stated that the rtm paddle wasn't getting hot while trying to recharge the ins, however pt later stated that the paddle was getting kind of warm and then stated later that the paddle was getting hot. Pt stated that the rep that went through this process with the pt couldn't get the ins to recharge either and that the rep just told the pt to keep trying. Pt stated that this issue first started maybe a month ago. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.